Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The field service engineer (fse) was dispatched to the account and identified the scc f plus power supply within the scc computer as the failed component; however, the fse replaced the scc cpu computer (list number 07d01-08), which contains the power supply. The scc f plus power supply. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available information was included. Additional details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer experienced a cpu shut down on their architect i2000sr analyzer. When the customer turned it on, it started to send out sparks in the back. No injuries occurred.